Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A a3dr01 implantable pulse generator: (B)(6) 2013. (B)(4). Lead remains in use.

Event description:
It was reported that one week post-implant during a routine check, fluoroscopy showed a dislodgement of the rv (right ventricular) lead. The lead was eventually repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.